Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the patient was still getting a 3 unit bolus for over an hour. The patient was not delivering the bolus and was still in process after an hour. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and cracked retainer.